Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2208-50 (B)(4) model description:st linear lead, 50cm with pre-loaded 0.012 inch stylet a review of the manufacturing documentation of the explanted leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate therapy. High impedances were discovered on 13 contacts. The physician decided to explant the leads and implant two new leads.